Event description:
Customer alleged blood glucose results of 270 mg/dl, 109 mg/dl, and 255 mg/dl when testing was performed within 3 minutes on the advantage system. Customer reported symptoms of low blood glucose and self-treated with food. Customer reported feeling better within 30 minutes. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.